Manufacturer narrative:
The field complaint of there being no power due to a damaged power cord was verified; however, the burn damage on the power cord was not verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. There was severe cut damage on the power cord of the ac power adapter that led to exposed wires, but there was no burn damage noted on the cord. Plug adapter was removed and noted no damage to the metal contact pins. Original ac power adapter was replaced with the testing one and plugged the unit into a working ac electrical outlet, successfully performing the power on function. The heavily damaged power cord that had exposed wires caused the no power issue with the transmitter, but there was no burn damage noted on any part of the entire unit.

Event description:
It was reported that the merlin home transmitter failed to power up and had burnt power cord. The transmitter was not used and replaced. The patient experienced no consequences.